Event description:
A piece disengaged from the instrument into the patient cavity and was subsequently retrieved form the patient cavity to complete the procedure without further incident. Procedure: lap chole. Patient status: no patient injury reported.